Event description:
Additional information received: ¿the patient is well. The chemotherapy is on going. CT-scan is scheduled after 6 sessions of chemotherapy. He underwent his 3rd session of folfirinox. No scan has been performed yet. The patient will have a CT scan for evaluation after his chemotherapy.¿

Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. (B)(4). Lab evaluation: 1 x echo-hd-3-20-c from lot number c1389083 was returned to cirl for evaluation. Upon evaluation the following was noted the device was returned in a plastic bag. There was no syringe returned with the device. There was no stylet returned with the device. The needle was exposed on return however this is due to the adjuster being at mark 8. There is approximately 3.5cm of the needle missing. The customer complaint is confirmed as the needle broken was verified in the lab. A potential root cause for this event may have been that the device has hit a hard lesion causing the needle to break. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1389083 did not reveal any discrepancies which could have contributed to this complaint report. There is no evidence to suggest that this issue affects the entire lot # c1389083; upon review of complaints this failure mode has not occurred previously with this lot # c1389083 the notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends. ¿the patient is well. The chemotherapy is on going. CT-scan is scheduled after 6 sessions of chemotherapy. He underwent his 3rd session of folfirinox. No scan has been performed yet. The patient will have a CT scan for evaluation after his chemotherapy.¿

Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation: 1 x echo-hd-3-20-c from lot number c1389083 was returned to cirl for evaluation. Upon evaluation the following was noted the device was returned in a plastic bag. There was no syringe returned with the device. There was no stylet returned with the device. The needle was exposed on return however this is due to the adjuster being at mark 8. There is approximately 3.5cm of the needle missing additional information has been requested on 24-nov-2017: "can you please advise if the patient been scanned for the missing piece of needle as the missing piece is approximately 3.5cm which is a significant amount of needle not accounted for" additional information received on 20-dec-2017 confirming: ¿the patient is well. The chemotherapy is on going. CT-scan is scheduled after 6 sessions of chemotherapy. He underwent his 3rd session of folfirinox. No scan has been performed yet. The patient will have a CT scan for evaluation after his chemotherapy.¿ a follow up MDR will be submitted once additional information is received. The customer complaint is confirmed as the needle broken was verified in the lab. A potential root cause for this event may have been that the device has hit a hard lesion causing the needle to break. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1389083did not reveal any discrepancies which could have contributed to this complaint report. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device has been returned and evaluated. The needle broke; a part may have remained in the patient. "As per complaint form": a puncture of the lesion was performed with needle echo-hd-3-20-c. The first pass finished well, they wanted to have more tissue , they performed another puncture with the same needle. They inserted the needle in the tumor (with the stylet in place), they removed the sylet and start to move the needle into the tumor. The tumor was quite "hard" to puncture. After few passes they removed the needle through the scope and constated the needle was broken and the tip of the needle was in the tumor.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has been received, however, the device is still currently being evaluated and a follow up MDR will be submitted to include the investigation conclusions. As the device is still currently being evaluated; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A potential root cause for this event may have been that the device has hit a hard lesion causing the needle to break. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-3-20-c device of lot number c1389083did not reveal any discrepancies which could have contributed to this complaint report. The notes section of the instructions for use, ifu0077-4, and precautions section: that accompanies this device instructs the user to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site, when targeting multiple sites, replace device for each site.¿ on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, the patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke; a part may have remained in the patient "as per complaint form": a puncture of the lesion was performed with needle echo-hd-3-20-c. The first pass finished well, they wanted to have more tissue, they performed another puncture with the same needle. They inserted the needle in the tumor (with the stylet in place), they removed the "stylet" and start to move the needle into the tumor. The tumor was quite "hard" to puncture. After few passes they removed the needle through the scope and constated the needle was broken and the tip of the needle was in the tumor.